Event description:
A malfunction was reported with a malfunction code of malf 12. Despite this issue, blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the issue did not recur, allowing the customer to continue using the pump.